Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af) which caused inappropriate atrial pacing. Temporary pacing was done, and health care professional had to permanently changed the atrial sensitivity to 0.15 milli volts. The device then is sensing the atrial fibrillation appropriately. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.